Event description:
The user reported that during a thoracentesis, the valve in the hub of the catheter detached while the tubing was removed. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned for eval. A follow up report will be submitted when the eval has been completed.